Event description:
Caller states that pt 1 tested 1.0 inr and 1.6 inr during duplicate testing on strip lot 360a. Caller states that pt 2 tested 2.8 inr and 1.9 inr on strip lot 360a while strip lot 368a tested pt as 3.0 inr. No action was reportedly taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strip lot 368a expires 1/31/2008.